Event description:
It was reported that during the insertion procedure upon attempting to remove guidewire there was some slight resistance. Using minimal strength the nurse pulled the wire. Upon its removal from the pts arm, it was noticed that the wire appeared to be unraveling. While continuing to slowly pull with caution, the thin wire snapped, leaving some wire in the pt's arm. The foreign body and retrieved and the PICC insertion was completed in interventional radiology.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The device has not yet been returned for eval. When the investigation is complete a supplemental report will be submitted.